Event description:
Customer's family member reported that customer was hosptialized for high blood glucose and dka. Customer's family also indicated that the nurse educator gave pt another sillouette infusion set and this set has been working just fine. Troubleshooting was performed and pump appeared to be operating normally.